Event description:
The account stated that while a lab technician was troubleshooting the cell-dyn 3200 analyzer, the y-valve tubing came loose and sprayed in her right eye. The lab technician states that it was a very small amount. She flushed her eye with saline and did not seek medical treatment but the following day her eye felt sore and painful. She has filled out an incident report with her manager and has requested the msds sheet. The lab technician states doctor visit did not show any eye damage. The symptoms have subsided and she has no further eye issues. There was no treatment given.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.